Event description:
The customer reported that on 10/27/97 vasoseal was used following a diagnostic catheterization procedure. Six days later the pt presented to ER with groin pain. Examination revealed a hematoma which needed surgical evacuation.